Event description:
Large pt attempted to get out of stroke chair. Unleashed safety belt, chair tipped forward with pt. Pt fell to floor. Sustained laceration over right eyebrow requiring steri strips.